Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4): product ID addr01, implanted: (B)(6) 2011; product ID 4968-25, implanted: (B)(6) 2006.

Event description:
The lead was returned to the manufacturer after being explanted due to medical judgment. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.